Manufacturer narrative:
The product associated with this reported event was not returned for examination. Examination of provided x-rays confirmed the reported device disassociation. The investigation could not draw any conclusions about the reported disassociation based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for disassociation of the tibial insert.